Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6) h3. Analysis was performed on [product ID 97745 lot# serial# (B)(6)] analysis found that the battery contact was bent and the button was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) was having a fit when attempting to recharge the ins for it did not wok for it would not turn on or off; they had to reset the controller and the last thing it did was the controller would not turn on but they were able to get the controller to turn on for some crazy random reason but they could not recharge the ins yesterday because it would go black. Starting one day when nothing was plugged into the controller it would not respond for it was frozen; they would have to reset the controller but the issue was still ongoing even though the controller was fully charged. Caller noted it was like the controller went back in time for the date and time was not correct. During the call, the pt verified no damage to the controller charging port, the controller battery compartment or to the controller battery. Caller removed the controller battery and plugged the controller into th e ac power supply, caller verified the controller turned on. Caller put the battery back into the controller and verified the controller was not charging. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.